Event description:
It was reported significant resistance was encountered advancing this biopsy needle during a difficult renal biopsy procedure on a transplant pt. The biopsy needle reportedly bent during the procedure and was removed. A second needle was used, however, reportedly misfired. A third needle was used to successfully complete the biopsy. The pt returned one week post procedure for an uneventful checkup. Eight hrs after this checkup the pt returned with abdominal pain. Exploratory surgery revealed large lacerations of the kidney as well as a hematoma in the kidney and belly area. An abdominal evacuation was performed to successfully remove the hematoma. The pt's condition is good and has since been discharged. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated this biopsy was technically difficult with a fibrous sheath-like area surrounding the kidney. It was also indicated the pt had a benign exam eight hrs prior to the hematoma being discovered. Since the pt was asymptomatic following the original biopsy and again one week later on checkup, co is unable to determine the cause for this event. Directions for use state: "warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the srpings under tension until ready to use." Same case as MFR. Report 6000037-1999-00014.